Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed. A field service engineer (fse) removed the main full height legacy drawer 5 and noticed that the flat flex cable was damaged. The fse replaced the damaged cable and tested all drawers and slides to ensure proper functionality. The fse opened the top cover, checked the connections in the electronics drawer and removed dust from under the top cover. Then, the fse logged into the hardware test application and verified all cubies functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5 failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.